Event description:
It was reported by the user facility that the saline bag filled during recirculation. The customer stated that the issue occurred prior to treatment and there was no pt involvement.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. There was no pt involvement. Service records indicate that the device and located heavy crusting and/or dried foam around the high pressure regulator (#78) in the hydraulics; it was removed and inspected. The pressure relief valve, flow pump and air separator were replaced cover. The biomed tech was unable to duplicate the saline bag back fill and the machine was returned to service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.